Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer called her friend because she was feeling unwell, and when her friend arrived, the customer was incoherent. Friend tested customer's blood glucose on the performa system and received a result of 13.6 mmol/l. Friend reported the customer's hands were not washed prior to the test. Friend called ambulance, and when the ambulance arrived, the customer's blood glucose was below 1.0 mmol/l. Paramedics provided treatment of oral liquid and an injection. The alleged product was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.